Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer also stated there was a black circle on their insulin pump's screen that they could not clear. Customer's blood glucose was 287 mg/dl at the time of the call. The customer also stated they had an empty reservoir. Advised the customer to change out their reservoir. No additional information provided.